Event description:
It was reported that there were no available egms for a sustained vt/vf episode. Egm data anomaly or telemetry problem were suspected. Re-interrogating the device was recommended. The device remains implanted and the patient will continue to be followed normally. The patient was in good condition following the event.